Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy connector assembly, and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to damaged pins of the therapy connector assembly. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that pins from the therapy cable had broken off and were stuck in the device's therapy connector. In this state, the device may not be able to provide therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that pins from the therapy cable had broken off and were stuck in the device's therapy connector. In this state, the device may not be able to provide therapy, if it were needed. There was no report of patient use associated with the reported event.